Event description:
The customer contact reported inaccurate delivery. The device was returned to the third party service center for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing, the device did not pass delivery accuracy testing. No specific details were provided. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Testing is not complete. This report represents all the information known by the report upon query by hospira personnel.